Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(4) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving morphine (5.0 mg/ml, 0.2998 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient's pump, located on her right abdomen, stuck out sideways when sitting, and she would feel it move when she rolled over during sleep. The patient also felt the catheter on her lower back, which the doctor confirmed was most likely the anchor. The patient's therapy changed from good in the beginning to a gradual return of pain since (B)(6) 2017 or (B)(6). There were no reported contributing factors to the event, just daily use. The patient informed her managing physician about this "about 3-4 months ago." The patient's doctors recommended a catheter revision which was delayed due to transportation problems for the patient. The plan was that the pump needed to be re-anchored and the anchor on the patient's back needed revision. A catheter revision took place on (B)(6) 2018. The old catheter was explanted because the doctor was unable to aspirate cerebrospinal fluid (csf) from the catheter access port, and when he cut a section of the spinal segment of the catheter there was no csf flow. A new catheter was implanted with good csf noted at implant and with pump connection. The intrathecal placement was verified with fluoroscopy. The doctor confirmed med that the daily dose was the same with no adjustment needed. The issue was resolved and the patient status was "alive - no injury" at the time of this report. The explanted catheter would not be returned as the customer discarded it. The patient¿s medical history included cancer and degenerative disc disease. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that no copies were filed of CT (computed tomography) or imaging results of the catheter in-vivo, as the fluoroscopy was used only during the procedure. No further complications were reported.